Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an unexpected battery power loss. The customer¿s blood glucose level was 7.8 mmol/l at the time of the incident. Customer states the pump did not respond to the new batteries, pump was turned on but then turned off again. The customer was advised pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. No blank display noted. Unable to verify battery power loss alarm or battery charge anomaly due to download difficulty. Unit received with corroded motor home switch and corroded battery tube. Unit received with cracked battery tube threads, minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, missing display window cover, cracked retainer, faded serial number label and minor scratches on lcd window.